Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the affected systems showed that the root cause for the failure was a cable which became worse over time until it was defective. A short time after the start of the acute procedure, the message "table plate: guard active" was displayed to the user. The user made several attempts to move the system, the detector or the table. On each request the table moved upward. Restarts of the system did not solve the problem. The investigation of log files of the affected system showed that this error occurred on the affected system for months with increased frequency. The user did not report such error to siemens. The table plate guard monitors the proper sitting of the table plate. If the table plate gets lifted accidently, the system stops the movement. Such situation may occur if the user moves the table downward and during the movement the table top collides with an obstacle which blocks further movement downwards. In order to allow for a proper table top sitting again, only the table movement upwards remains available for the user in normal mode. This is the reason why the table only moved upward in the present case. In critical procedures the system can still be moved at slow speed in all directions using an override mode in case of a failure of the table plate guard. After the cable harness was replaced the system worked fine again. No systematic error could be identified. No corrective actions are planned based on this single event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an acute procedure the table plate guard became active and no movements were possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.